Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_806 - pfo occluder pas (B)(6). It was reported that on (B)(6) 2019, a 25mm amplatzer pfo was successfully implanted in a patient. Post procedure, electrocardiogram (EKG) showed that the patient was in atrial fibrillation with a controlled rate. Patient was administered a dose of amiodarone intravenously, cardioverted and apixaban was started. The patient converted spontaneously overnight and was in a normal sinus rhythm at discharge. On (B)(6) 2019, at one month follow-up post procedure, one episode of paroxysmal atrial fibrillation three days post procedure was observed in addition to episodes of sinus tachycardia. The patient reported occasional fluttering sensations and was started on propranolol. On (B)(6) 2020, it was noted that the patient was tolerating propranolol well and experienced no further feelings of palpitations. No patient consequences were reported.

Manufacturer narrative:
An event of sinus tachycardia and paroxysmal atrial fibrillation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.